Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65. Serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that while a patient was recharging "it was getting very hot on the patient's skin". It was stated that the patient could not wear a shirt while charging because he would get bad coupling. It was noted that the patient had an appointment on (B)(6) 2013 and planned on discussing issues then. It was also stated that the patient had a "warm sensation" in or around the implantable neurostimulator (ins) pocket during recharging.